Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent gastric bypass with use of absorbable suture. Post procedure, the patient reported medical complications. Due to adhesions and ulcers along the suture line, the patient underwent a second procedure approximately one and a half years after the initial procedure. The second surgery was unsuccessful and was aborted due to the mucosa around the retained suture being irritated and displaying mild oozing. The patient continued having problems of gastric ulcers around the suture line. Approximately two months after the second surgery, the patient underwent a revision gastric bypass in an effort to alleviate the gastric ulcers. Adhesions were noted anterior to the abdominal wall.